Manufacturer narrative:
Product analysis ¿ as found condition: the phenom 21 catheter and dispenser coil were returned inside a bio-hazard bag and a shipping box. The catheter was found outside the dispenser coil. ¿ damage location details: no damage was found with the dispenser coil. The catheter tip and marker were examined, with no damage found. However, the catheter body was found to be flattened at 2.0cm and kinked at 95.0cm from the distal tip. The catheter body was found intact. No separation was observed on the returned catheter. No damage was found with the catheter coating. No other anomalies were observed. ¿ testing/analysis: the total and usable length were measured within specifications. The catheter was flushed with water and found to be patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub without issue; however, it got stuck at 95.0cm from the distal tip. ¿ conclusion: based on the returned device, the customer's report of ¿catheter separation¿ was not confirmed, as the catheter body was found intact. No separation was observed on the returned catheter. The customer report of ¿catheter resistance¿ and ¿product damaged/deformed out of pkg¿ was confirmed, as the returned catheter was found to be kinked and flattened. However, the cause of the damage could not be determined. It is possible that the damage occurred during production, upon opening the package and attempting to remove the product, or after the product was removed from the package. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b5, d9 h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the resistance in the packaging hoop and the catheter break were not determined. There was no damage or evidence of tampering to the device packaging, and no packaging damage was observed upon delivery. However, it was suspected that water ingress into the hoop or adhesion of the coating to the catheter and the hoop may have occurred. No specific location of packaging damage was identified, as the package itself showed no signs of damage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that when attempting to withdraw the catheter from the catheter packaging hoop, the catheter could not be removed, despite flushing with saline. Applying slightly more force allowed removal, however, the catheter was found to be broken, so use was discontinued. The product was replaced with a medtronic product to complete the procedure. There was no patient involvement. The patient was undergoing surgery for treatment of an acute ischemic stroke (ais). It was noted the patient's vessel tortuosity was moderate. Internal carotid artery vascular access diameter was 5 mm. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU).